Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "will not rotate" was confirmed. An e5 error stating that the motor does not run was found to be the cause. If additional information become available, a supplemental report will be submitted.

Event description:
Report received from USA stating that the device will not rotate. It is unknown if it was being used during surgery. It is unknown if injury or medical intervention occurred. The date of the event is unknown. There was no additional information provided.